Manufacturer narrative:
(B)(4) the cannula device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cannula device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2021 a (B)(6)-year-old male patient underwent a hybrid ablation with left atrial appendage (laa) management. The physician introduced the subtle cannula and during placement, the inferior vena cava (ivc) tore. The procedure was converted through a median sternotomy and the patient was placed on cardiopulmonary bypass pump. The ivc was sutured and the surgeon then completed rf ablation to the pulmonary veins and with epicardial cryo ablations. The laa was closed with an achv45. The patient had seizures post op day 1 and became neurologically compromised. On (B)(6) 2021 the patient expired. There was no reported device malfunction, and the adverse event was the result of a procedural complication.